Event description:
It was reported that during the catheter placement procedure, the peel away sheath came apart. Reportedly, another kit was opened to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for 2292p - ptfe intro damaged/defective sheath/introducer as it was observed that there was some deformation along the sheath which could have led to the detachment of the sheath from the t-handle. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date:03/2020).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during the catheter placement procedure, the peel away sheath came apart. Reportedly, another kit was opened to complete the procedure. There was no reported patient injury.